Event description:
The customer reported that insulin was coming out of the infusion set while he was priming the infusion set. The customer stated that leaks occurred at the connection of the reservoir and the infusion set. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.